Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed that the touch screen was not calibrating with pen, as a result the pen was calibrated and the bezel overlay assembly was replaced.

Event description:
It was reported the touch screen was not calibrating with the pen. The programmer was returned for repair. No patient involvement was reported.